Event description:
A hires 90k advantage cochlear implant device with a hifocus mid-scala electrode, was initially placed in the pocket. This was loaded on the insertion tool. After the insertion tool was discharged, it was noticed that the stylet was not remove by the insertion tool as it should. The electrode was then withdrawn and inspected under the microscope, and there was a possibility of a breach of the distal tip where the stylet may have pierced it. That device was removed from the pocket and removed and returned to the company, and we elected to proceed with the backup device.